Event description:
It was reported that the patient presented in the operating room for a device change out due to backup vvi. During the procedure, the right ventricular lead exhibited loss of capture and high, out of range pacing lead impedance. Visual inspection of the lead revealed exposed conductor due to outer insulation abrasion, indicative of lead to can contact. The lead was capped and replaced, and the patient was in good condition following the procedure.